Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in medwatch reports 2210968-2020-05984, 2210968-2020-05985,2210968-2020-05986, 2210968-2020-05988.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and suture was used. During the procedure, the needles were popping off of the suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/11/2020. A manufacturing record evaluation was performed for the finished device batch qabjeu, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off - suture needle. It was received for analysis two unopened samples and an empty opened overwrap of product code 8205h, lot qabjeu. The complaint sample was not returned for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.